Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pe valve for the sieve beds was leaking. Additional malfunctions include the zip ties for the sieve beds were replaced.